Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump¿s light would stay on. The customer had jumped in a pool with it. He performed a self-test and the insulin pump passed. The customer removed the battery and replaced it but the light on the insulin pump would still be on. The customer¿s blood glucose level was unknown. The customer stated they had a new insulin pump and would revert to it. The device will not be returned for analysis.